Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wouldn't work . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and char buildup was observed on the jaws. The heater wire was flexed away at the center, but remained attached at the tip and base of the jaw. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the investigation and results the reported failure "failure to cut" was not confirmed, but was confirmed for the analyzed failure mode "bent wire." Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. A lot history record review was completed for lots 25131481, 25131688, and 25131755 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wouldn't work . A replacement device was used to complete the procedure. The hospital did not report any patient effects.